Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This event is being reported as part of a "retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." Subject was admitted (B)(6) 2012. On (B)(6) 2014 he underwent irrigation and debridement and on (B)(6) 2012 had debridement, a bone resection and npwt. On (B)(6) 2012 the subject received integra, with wound debridement and graft preparation. The subject's wound, which was on the lft plantar foot, had a surgical, traumatic, diabetic neuropathic ulcer, puncture wound etiology. The wound's approximate measurement was 12cm length, 6cm width, 1cm depth. He was discharged (B)(6)2012. The subject was readmitted on (B)(6) 2013 for irrigation and debridement, bone resection and wound closure. On (B)(6) 2013, the subject had an adverse event of dehiscence. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was local wound care. This event was deemed ongoing. No add'l follow up visits pertaining to this event are available. On (B)(6) 2013, the subject had an adverse event of atrial fibrillations and hyperkalemia, unrelated to the target wound, and was readmitted. This event was documented as moderate in severity and not related to the initial index treatment with integra. It was not considered a serious adverse event. This event was deemed resolved on (B)(6) 2013 after the subject's condition improved. On (B)(4)2013 the subject had an adverse event of infection and was readmitted. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was reoperation. This event was deemed resolved on (B)(6) 2013. There are no add'l follow up visits pertaining to this event available. As on (B)(6) 2013, the last follow up visit available, the target wound had not healed.